Event description:
It was reported that the patient underwent a posterior and posterolateral lumbar fusion at l3-4, l4-l5 using rhbmp-2/acs placed inside of a theken tapered cage. Following the patient¿s surgery, the patient developed leg pain, left leg foot drop, bowel incontinence, and urinary incontinence. The patient underwent additional imaging. A CT scan dated (B)(6) 2012 demonstrated that the patient had developed ectopic bone growth affecting the nerve root. The patient has never recovered from the surgery and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004 , the patient underwent unspecified fusion surgery using rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.